Event description:
Technician's ambulance (emt) responded to a person who collapsed on a golf course. Blood was observed flowing from the patient's mouth when CPR was attempted by the emt. The device was connected to the patient with disposable defibrillation/ECG electrodes to confirm a systole but, according to the reporter, the monitor screen did not display any trace or signal. The patient was not resuscitated and the reporter stated the patient's death was not caused or contributed by the alleged device malfunction. The patient was later determined to have died from an internal hemorrhage.